Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.

Event description:
A customer reported that a pharmacist changed the units of measurement setting on their freestyle flash. The meter was returned for investigation and testing confirmed the meter to exhibit the memory overwrite malfunction in 2007. There was no report of death, serious injury or mistreatment associated with this event.